Manufacturer narrative:
The reference c16015 has been allocated to this case by rayner. Rayner intraocular lenses limited are conducting a voluntary global recall (excludes us market) as internal quality checks revealed that certain products released to market may contain a higher than usual level of residual polishing compound (aluminium oxide) used in the manufacturing process of intraocular lenses (iols). The recall was initiated as a precaution as clinically significant levels of aluminium oxide have, on rare occasions, been linked to cases of toxic anterior segment syndrome (tass) in published literature (1). Following notification of the product recall, a healthcare professional in the netherlands reported that he had observed post-operative development of tass in a patient who had undergone implantation of a lens subject to the product recall. On (B)(6) 2016, rayner's distributor in the (B)(4) reported that the patient had asked the healthcare professional to explant the sulcoflex aspheric 653l iol; however, stated that the treatment plan had not yet been agreed. Tass is multifactorial and common risk factors have been identified as; inadequate flushing of cannulated instruments, use of enzymatic cleaners/detergents, use of reusable cannulas, inadequate manual cleaning of instruments, reuse of single use devices (e.g. Blades, tips, sleeves etc), use of tap water with no sterile final rinse and/or water quality issues, inadequate personnel or trays to allow proper preparation of instruments, use of preserved medications in the eye, touching of iol or patient contact areas of instruments with gloved hands, poor instrument maintenance, autoclave residue, rust, particulates, lint etc and lack of routine cleaning of ultrasonic baths(2). It is not possible to confirm this report of tass as being causally related to the implanted sulcoflex aspheric 653l iol; however, it is not possible to exclude it as a potential root cause. Additional information has been requested from the healthcare facility to facilitate further investigation of the reported case of tass. The sulcoflex aspheric 653l iol is not available in the USA; however as the lens goes through a similar manufacturing process to iols designated for the us market the event is being reported. References: don calogero, ms et al; evaluation of intraocular reactivity to metallic and ethylene oxide contaminants of medical devices in a rabbit model; ophthalmology 2012;119;e36-e42. Zachary bodnar, md, sue clouser, rn, nick mamalis, md, toxic anterior segment syndrome; update on the most common causes j cataract refract surg 2012;38:1902-1910.

Event description:
Rayner intraocular lenses limited received notification from its distributor in the (B)(4) on (B)(6) 2016 that a patient developed toxic anterior segment syndrome (tass) following implantation of a sulcoflex aspheric 653l iol. The patient was followed up in clinic on (B)(6) 2015 and some symptoms were noted during this post-operative consultation; however, the healthcare facility has not advised rayner of the complications experienced by the patient at this time. The diagnosis of tass was made by the healthcare professional on (B)(6) 2016. The healthcare facility has initiated a course of treatment and in the short-term reports that the patient has been prescribed corticosteroids.